Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient had been in the hospital since (B)(6) 2017 with acute unresponsiveness. It was considered a sudden change in therapy/symptoms.